Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope brush broke off inside the pipe and remained there. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the product was shipped in accordance with specifications. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the issue of the brush breaking off inside the pipe and remaining there, was due to a broken bending section. It was discovered that a non-olympus brush that was not listed in IFU (instructions for use) was used, and that the brush became deformed when passing through the damaged part of the bending section, and when the brush was inserted in that state, it became caught inside the biopsy channel. It is possible that a subsequent attempt to forcibly remove the brush caused it to break, with part of it remaining behind. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.